Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported receiving an alarm for a loose drive support cap. The blood glucose reading was 179 mg/dl. She stated that the insulin pump had been dropped but not recently. She stated that the drive support cap was sticking out but that she did not press on it while connected. Nothing further was reported.